Event description:
Patient reported that pump was not functioning properly- stated that he is unable to load the prepared syringe. New pump sent to patient. Unknown if doses of hizentra were missed due to pump malfunction. No adverse event report. Unknown if md is aware. Serial number not provided. Pump is to be returned to pharmacy. No further information provided. Reported to (B)(6) by pt/caregiver.